Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd eclipse¿ needle smartslip¿ coring occurred. The following information was provided by the initial reporter, translated from japanese to english: ¿vial of piperacillin 4g/ tazobactan 0.5g from the laboratory aurovitas lot p00422021a which was reconstituted using an 18g beveled needle bd eclipse in which a remaining cap appeared.¿

Event description:
It was reported that during use with bd eclipse¿ needle smartslip¿ coring occurred. The following information was provided by the initial reporter, translated from japanese to english: ¿vial of piperacillin 4g/ tazobactan 0.5g from the laboratory aurovitas lot p00422021a which was reconstituted using an 18g beveled needle bd eclipse in which a remaining cap appeared.¿

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 302437 and lot number 2304006. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, a thorough sample analysis could not be completed. Although the provided feedback indicates an issue of coring effect, the investigation results did not identify any potential manufacturing related cause for such an event.